Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a CABG procedure, the tip of the blade broke. Broken piece was not found in the patient body. Another device was used to complete the case. There was no patient consequence.